Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date approximately two weeks ago, during a sternal repair surgery, it was noted that the application instrument for sternal zipfix was not tensioning or cutting. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.501.080, lot# l131082. Manufacturing location: haegendorf, release to warehouse date: sep 29, 2016. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformity noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation completed.the customer reported the device was not tensioning or cutting. The repair technician reported the trigger was sticking, the retaining nut was loose, and two of the handle screws were loose. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on 15-aug-2018 and will be returned to the customer upon completion of the service and repair process. No design or manufacturing issues were identified; therefore, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.